Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "extracapsular rupture and silicone lymphadenopathy left axilla." "Patient thinks position has changed." The device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
The device has been explanted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation will be lymphadenopathy, rupture and silicone migration. These are a known potential adverse events addressed in the product labeling.

Event description:
Patient reported "extracapsular rupture and silicone lymphadenopathy left axilla." "Patient thinks position has changed." The device remains implanted.